Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise, high out of range pacing lead impedance, and increased capture threshold were observed. Patient was asymptomatic. A chest x-ray was inconclusive. As the patient is sick from other unrelated causes, no intervention was discussed at the time.